Event description:
Positive reactions of seraclone anti-n with n negative ortho screening cells. Customer tested antisera using two different panels of immuncor panel cells. One panel yielded negative results, the other panel yielded positive (1+) results. Customer has returned 4 vials of seraclone anti-n. Each of them was tested in parallel with the qc retain sample. All complaint samples partly reacted false positive with n negative cells. The retain sample always reacted correctly. Add'l testing of the returned samples showed that not all n negative reacting cells react false positive. It was not possible to assign specificities to the false positive reactions. The labels of the returned vials are numbered (B)(4). The label of the retain sample is numbered (B)(4). Because the label numbers are that close to each other, the retain sample reacted correctly and there are no other complaints concerning this product we assume that this problem is an isolated event potentially caused by a handling problem of the customer.